Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("left essure device to be embedded in the omentum") and embedded device ("essure device was noted right under serosa") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The patient's past medical history included gravida ii, parity 3 and spontaneous abortion. She denied previous hynecological intervention. Last delivery was not by caesarean section. Patient was not breast-feeding at time of insertion. No abnormal uterine findings. Perforation did not occured before deployment. There was no any organ or intra-abdominal structure perforated. There was no fluid loss during hysteroscopy more than 1500 cc. The procedure did not took more than 20 min. Concurrent conditions included obesity. Concomitant products included anaesthetics and analgesics. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and embedded device had resolved. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: prior to insertion there were no abnormal uterine findings. The patient tolerated the procedure well. The procedure was performed without complications. The insertion was easy, the visualization of tubal os was easy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysteroscopy - on an unknown date: no evidence of essure device. On (B)(6) 2017 : hysterosalpingogram : essure outside tube in endometrial cavity, first confirmation test confirm tubal occlusion(right tube only). Normal, patent left fallopian tube. The left-sided essure microinsert lies in the left pelvis completely outside of the tube and endometrial cavity. The right essure was noted to be in the wrong location. Most recent follow-up information incorporated above includes: on 23-aug-2017: perforation questionnaire received. Event "upon placing essure found that one side had perforated the tube so not included on alternate form of birth control refusing surgery" was updated to left essure device to be embedded in the omentum and essure device was noted right under serosa" was added, event outcome updated to recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("upon placing essure found that one side had perforated the tube so not included on alternate form of birth control refusing surgery") in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017 (past couple of weeks), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.